Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 73 mg/dl (compact) and 43 mg/dl (paramedic's meter). No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.